Event description:
Used excite product but after 1st use my wife complained of irritation so we next tried using a lot more of the product assuming that insufficient lubrication had been the cause. This however caused major inflammation and discomfort for more than week to-date necessitating medical intervention and cessation of sex.

Manufacturer narrative:
Customer went to rite aid pharmacy and undertook a course of clotrimazole antifungal treatment which, after about 8 days, helped to dispel her discomfort.